Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this spinal system caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Total patients: 175 (male: 58, female: 117), ages: 12 years to 84 years, bmi: 17 kg/square-metre to 55.2 kg/square-metre procedure involved: anterior lumbar interbody fusion (alif), posterior lumbar interbody fusion (plif), transforaminal lumbar interbody fusion (tlif), posterior spinal fusion (psf) levels operated: lumbar, lumbar-sacral, thoracic-lumbar-sacral as per this clinical evaluation report, it was reported that a total of 175 patients having a clinical diagnosis and documented surgical implantation of the alleged spinal system were followed-up. Based on the radiographic diagnoses, patients were stratified into one of three evidence groups for analysis: degenerative disease (159 patients), deformity (9 patients) and failed fusion (7 patients). Post-op, the following device related adverse events were reported: in the degenerative disease group, 3 events of hardware failure, 4 events of hardware loosening, 1 event of hardware migration, 4 events of hardware malposition and 1 event of painful hardware were noted. None of the reported device-related events were associated with the alleged-peek system. 1 patient underwent a revision surgery for adjacent segment degeneration and hardware loosening (pedicle screw), 1 patient underwent a revision for hardware removal/replacement due to unspecified reason, 1 patient underwent a revision for painful pelvic screw hardware. Two patients underwent multiple revision surgeries: one patient underwent revision surgery due to a cortical bone breach by a pedicle screw and then a subsequent revision surgery for pseudarthrosis. The second patient underwent revision surgery at the index level for unknown cause followed by a second revision surgery due to hardware failure (pedicle screw). In the deformity group, no device related adverse events were reported. In the failed fusion group, 1 event of hardware loosening and 1 event for malpositioned hardware were noted. None of the reported device-related events were associated with the alleged-peek system. 1 patient underwent a revision surgery for malpositioned and loosening hardware (pedicle screw). Of the 323 total aes recorded, 15 device-related aes were noted. A single patient may have more than one device-related ae. It is important to note that of the reported device-related aes, none of them were related to the alleged-peek system. Overall, the results from this retrospective observational study indicate that the alleged peek is safe and effective when used as intended. No new or emerging risks were identified.